Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 500-11-62g, lot # 26535901, description: trident hemispherical solid back shell; cat # 6570-0-132, lot # 205570, description: delta v-40 ceramic head 32/0; cat # 6261-0-013, lot # 28144, description: meridian pa hip stem #6/16mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that on (B)(6) 2013, the surgeon explanted the implants for infection. The cup was explanted easily but the stem was well fixed inside the femur. The surgeon would like to have the poly examined as well as the head and trunion for unusual wear.

Manufacturer narrative:
An event regarding infection involving a trident 10 degree insert 32mm ID was reported. The event was not confirmed. A material analysis has been performed. The report concluded that ¿burnishing and scratching observed on the articulating surface of the trident acetabular insert are commonly identified damage mode on uhmwpe inserts. No material or manufacturing defects were observed on any of the components examined.¿a review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot or sterile lot. The source of the infection could not be determined as further information is needed. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
It was reported that on (B)(6) 2013, the surgeon explanted the implants for infection. The cup was explanted easily but the stem was well fixed inside the femur. The surgeon would like to have the poly examined as well as the head and trunnion for unusual wear.